Event description:
It was reported that the guiding catheter was not sitting well and as the device was pulled towards the guiding catheter to remove it, the stent dislodged in the lima and had to be snared. No patient effects were reported.